Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the patient had 84 high ventricular rates. At close examination and by increasing the gain, it was apparent that the high ventricular rates were right ventricular noise. They were all short in duration and not reproducible with isometric exercises. The patient is not dependent. No programming changes were performed. The patient will continue to be monitored. The patient was in stable condition.